Manufacturer narrative:
Exact date unknown, event occurred months ago.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein, the ipg was replaced. The patient was doing well postoperatively. The explanted ipg will not be returned.